Manufacturer narrative:
The initial MDR was submitted through webtrader with an incorrect MFR number: 1000165971-2021-00845, on 9 june 2021.

Event description:
Reportedly, during a programmer software upgrade, an error message was displayed. After the error message was displayed, the upgrade could be completed.